Event description:
A malfunction was reported on a customer's pump, specifically displaying malfunction code 16. There was no adverse impact on the customer's blood glucose level. The customer had not received a field correction notice, so technical support updated the email information and resent the notice, additionally completing the necessary form on behalf of the customer. Technical support provided instructions for resetting the pump, which the caller successfully performed, and the malfunction did not recur. The customer was advised to continue using the pump.